Event description:
The customer reported the table's movement was inoperable. No reports of patient or staff injury.

Manufacturer narrative:
A phone conversation between a ge representative and the facility indicated no fault found with the device and operating as intended. The customer cancelled the service call.